Manufacturer narrative:
(B)(4). Batch #t92591. Date of event is unknown. Investigation summary: the device was received with no apparent damage. In addition, it was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. This issue does not affect hand piece performance. It was then connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressible force on the distal seal, however, no definitive root cause could be drawn. It is probable that the ingress of moisture affected hand piece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the paint was chipping off of the hand piece. There was no patient involvement or consequence.